Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp)'s display screen suddenly went black. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service emgineer (fse) after on-site inspection revealed no fault. Dust removal and other functional and safety tests were performed on the equipment, and all parameters met factory requirements. The equipment has been delivered to the customer.